Event description:
The following has been reported: norepinephrine bag ran dry in the pump. Medical team immediately called into the patient's room as rn disconnected and reprimed the tubing with a new bag (already had new norepi bag ready). Norepinephrine continued to malfunction due to air in line. Patient ultimately pea arrested. Additional information from the room rn: of note, norepinephrine bag had been hung, verified, and under -programmed volume by 2 rn's. Nurse is concerned the pump pulled more volume than it should have, leaving the bag to run dry. Patient was on high dose norepi (0.38). The other potential causes are someone else changing the volume in the pump that I did not see or the pump volume getting bumped and somehow changed, but nurse do not think that was the case. After this event, when it was safe to do so, we changed the pump. Nurse will submit a ticket for the pump too. There is concern that the pump malfunction led to cardiac arrest. The room rn was a ivenix super user so she is familiar with the pumps. As stated above, a htm ticket was placed. Nurse do not have the pump information as it was not sent to staff. Nurse did send the rn a note asking for that information. 2/27 biomed reported: "for norepinephrine: vtbi started at 250 ml, but was increased by a user 3 times during the course of the infusion. At the time the pump alarmed with an upstream occlusion (bag empty), it had delivered roughly 500 ml of norepinephrine. A preliminary review by fresenius kabi r&d of the logs is summarized as follows: "initial vtbi was 250 ml, and was increased 4 times after that, each time by substantial amounts (between 200 and 250 ml each time). Based on the "bag almost empty" alert after 1:40 of infusing, subsequent vtbi update, and how they reprogrammed the infusion a little bit after that, it looks like they switched to a second bag of norepinephrine pretty seamlessly after a little under 2 hours of infusion time. Set was never removed and infusion never paused. After 3.5 hours and a total of 486.6 ml infused, they encountered 3 upstream occlusions over a 3-minute window. This would coincide with the second bag running out of medicine, which matches the description in the complaint. Note that at this point in time, they had programmed an initial vtbi of 250 ml and then had done updates of 200, 250, and 220 ml after that. The pump still had 50.5 vtbi remaining when the occlusion alarms took place, but that is because the vtbi had been increased 4 times by rather substantial amounts after the initial 250 ml. The average programmed rate over the last 1.5 hours was faster than over the first 2 hours, so they went through that second bag in less time. One minute after the 3rd upstream occlusion, they switched the admin set, but immediately had an upstream air alarm, again matching the complaint description. They managed to restart the infusion a little over 3 minutes after the first upstream occlusion stopped delivery of the drug and continued it for another hour before stopping for good". The event is considered a user infusion management issue. No faults were identified with the pump during review. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Fresenius kabi met with the customer to share the log details and assessed that the pump functioned as expected. No further action is required because the reported issue could not be confirmed or refuted. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.